Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's father is calling because the buttons on his daughter's pump weren't responding. He pulled the battery out while the pump was still running, the pump displayed e8 he is unable to clear the error. No adverse event reported. A request was made for the return of the device.